Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be material selection. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications: bard® guidewires are indicated to provide transurethral and/or percutaneous access into the bladder, ureter or renal pelvis. Contraindications: there are no known contraindications warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. This is a single use device. Do not resterilize any portion of this device. Reuse and/ or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques." Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent tube was not smooth enough and could not be moved up. Another stent was used to complete the operation. The product was disposed of since the patient had an infectious disease, by the hospital and so they could not retrieve the sample back.

Event description:
It was reported that the ureteral stent tube was not smooth enough and could not be moved up. Another stent was used to complete the operation. The product was disposed of since the patient had an infectious disease, by the hospital and so they could not retrieve the sample back.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be introducer design. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications: bard® guidewires are indicated to provide transurethral and/or percutaneous access into the bladder, ureter or renal pelvis. Contraindications: there are no known contraindications warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. This is a single use device. Do not resterilize any portion of this device. Reuse and/ or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the ureteral stent tube was not smooth enough and could not be moved up. Another stent was used to complete the operation. The product was disposed of since the patient had an infectious disease, by the hospital and so they could not retrieve the sample back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.